Event description:
Three grafts were anastomosed with aortic connectors (diagonal artery. Om1 and om2, pda) and one graft (lima to lad) was anastomosed with suture. The pt had diffuse coronary artery disease, "small" veins, and an ulcer postoperatively. As a result, aspirin and plavix were stopped for sometime. Approx three months postoperatively, angiogram revealed the graft to the diagonal artery was stenosed at the proximal ostium and distal anastomosis. Approx four months later, cardiac cathetrization demonstrated all three grafts anastomosed with connectors were occluded and the sutured graft (lima to lad) remained patent. The pt underwent reoperation. No add'l info was received, including if the connectors remain implanted.